Event description:
Reportable based on device analysis completed on 24mar2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilatation, a 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment, but the device failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported, and the patient condition post-procedure was good. However, returned device analysis revealed stent detach.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 28mm stent delivery system was returned for analysis. The device was returned without the stent attached with maximum crimped stent profile specification. The balloon cones were reviewed, and there were no signs of positive pressure applied. Crimp markings were visible. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues along the shaft. No other issues noted with device.